Manufacturer narrative:
(H3) pending evaluation (d10) concomitant device(s): 320-38-00 - equinoxe reverse 38mm humeral liner +0: 5379926. 320-10-00 - equinoxe reverse tray adapter plate tray +0: 5675956. 320-01-38 - equinoxe reverse 38mm glenosphere: 5680089. 320-15-01 - eq rev glenoid plate: 5617118.

Event description:
Study: equinoxe shoulder study. Subject: (B)(6). As reported by the equinoxe shoulder study, the patient had an initial right tsa on (B)(6)2018 and presented on and unknown date in 2021 with pain - unexplained; superior shoulder pain without evidence of fracture. Increased pain without injury during the summer of 2021. The case report form indicates that this event is definitely not related to the device and/or to the procedure. Patient advised to take action of immobilization for 6 weeks. The outcome of this event is resolved on 14-jun-2022. Height: 63 in / bmi: 26. Previous surgery on involved shoulder? Yes, on (B)(6) 2008; rotator cuff repair. Diagnosis: rotator cuff tear. Other diagnosis: functional pseudoparalysis. Comorbidities: hypothyroidism. 300-30-08 - equinoxe preserve stem 8mm: 5569575. 510k: k162726. No device return anticipated due to being a clinical trial study.

Manufacturer narrative:
The reason for the pain reported cannot be conclusively determined but may be related to an underlying patient condition, infection, component loosening, component sizing, positioning, or impingement issues, or a combination of the above. However, this cannot be confirmed because the devices were not returned for evaluation, and relevant patient information, images, or radiographs were not provided. D1: corrected d4/d6: device, serial #, UDI #, expiration, implant and explant dates unknown. G3: manufactured dates unknown. G4: PMA 510k cannot be determined. H6: corrected health effect, component, and investigation clinical codes.